Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. During the revision procedure, only the articular surface was removed and replaced. Therefore, this component is not reportable.

Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The part and lot numbers of the components are unknown; therefore the device history record could not be reviewed and a complaint history search for related product could not be conducted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03426.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to articular surface wear and debris that has caused an osteolytic cyst under the tibial tray.